Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Additional contact & occupation - gigi, charge nurse. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. The customer was instructed to remove the fiber optic sensor and plug it in again, but the message remained. They were then walked through checking the line's patency, de-airing, and flushing for 15 seconds on standby. Then, they zeroed the pump. This produced a normal looking arterial pressure waveform from the inner lumen. They were instructed to coil up the fiber optic cable and label it broken. There was no patient harm or adverse event reported.